Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" was not confirmed. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA, stating that the device was not working properly; intermittent operation during surgery. It is known that the event occurred during surgery. It is also known that there was no patient or user injury, surgical delay or medical intervention reported related to this occurrence. No additional information available.